Event description:
It was reported that the pad appeared to have a blockage and it would not allow water to flow through the entire pad. No pt involvement or adverse consequences were reported. Customer stated that the pad appeared to have a blockage in. It wouldn't let water flow through the whole pad.

Manufacturer narrative:
Result: internal button welds have peeled, causing the material to stretch and form holes. Conclusion: customer requested credit for pad.